Event description:
It was reported that bd nexiva 22 ga x 1.00in sp with maxzero leaked beyond the septum. The following information was provided by the initial reporter: (B)(4) date of incident: on (B)(6) 2024 the nexiva needles are consistently causing blood exposure to nurses in multiple ways. On insertion the ¿filter¿ when loosened/removed leaks blood as the coloured end blocks the nurses ability to see the blood coming to the end of the tubing. I have also had blood leak from the top portion of the cap both on insertion of ivf/sl and after removing sl. Blood exposure to nurses from the blunt end, where the grey/white hub gets removed after insertion. 23 sep this is not a contained issue to only one batch, this is with every box we open. There is not any patient harm from this.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383552 and lot number 4050413. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.